Event description:
It was observed during device evaluation that the colonovideoscope exhibited protein crystallization on the bending rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction protein crystallization on the bending rubber could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.